Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced low blood glucose levels. The customer's blood glucose was 36 mg/dl. The customer treated himself with food and glucose tablets. Troubleshooting was done. The customer stated that the drive support cap appeared normal. The customer stated his most recent infusion set change was two days prior. The customer did not have any recent significant events occur. Advised customer to speak with their healthcare provider regarding the low blood glucose. Advised customer to monitor the insulin pump and call back if issues persisted. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.